Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was flipping in the pocket. The patient underwent a revision procedure wherein the ipg was anchored down. No device malfunction was suspected and the patient was doing well postoperatively.